Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator led on their device was lit, and that the device would not pass its self-test. During device evaluation, physio-control observed that the device would not deliver appropriate energy, but would prompt 'abnormal energy delivery'. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr44 on the therapy pcb assembly, having shorted. This diode, designator cr44 having shorted, caused excessive damage due to high current. Circuit analysis pointed to diode, designator cr44 as the root cause.